Event description:
A malfunction alarm with code malf 0 was reported, but no notable events occurred prior to the incident. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support guided the customer through a pump reset process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappeared.